Manufacturer narrative:
The field representative later reported that the defibrillation lead was repositioned the following day. The physician believed either the lead had a microdislodgement or there was possible exit block. No adverse patient effects were reported. The lead remains in service with no further issues.

Event description:
Boston scientific received information that this transvenous defibrillation lead exhibited loss of capture one day post implant. However, sensing and impedance measurements were normal. The field representative questioned if this could be exit block. Technical services discussed that exit block was one possibility, but also microdislodgement or perforation could be the cause of the loss of capture. A chest x-ray was recommended.